Event description:
It was reported that the device reached end of service (eos) due to excessive charge time. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the reported excess of charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery. The results were consistent with the device battery causing longer charge times. Battery analysis noted that there was localized lithium (li) discharge along the anode edges. The observed li-severing is consistent with the increased battery impedance measured upon receipt of the battery. Review of the save to disk data showed excessive charge time (ect) events occurred prior to explant. These multiple ect events resulted from an increased battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.